Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with normal operating currents. The insulin pump was monitored for several days and no off no power alarms occurred during testing. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched liquid crystal display window, scratched reservoir tube window and cracked belt clip slot.

Event description:
It was reported that the insulin pump experienced an off no power anomaly . Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.